Event description:
It was reported, leakage occurred during infusion between tube and hub. Replaced safe step. No patient harm reported. It was reported this occurred with 2 devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, leakage occurred during infusion between tube and hub. Replaced safe step. No patient harm reported. It was reported this occurred with 2 devices. This report addresses the second device.